Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer disconnected from the infusion set site, primed the tubing and resumed insulin delivery. The customer's blood glucose (bg) level was 295 mg/dl and insulin injections were administered to address the bg level. Reportedly, humalog was used in the cartridge for 3 days.